Manufacturer narrative:
No product was returned. The supplier reviewed the batch manufacturing record (device history record), pre-dispatch inspection data, and retained sample testing results. Based on the investigation, the product was manufactured, tested, and released in compliance with established specifications and standards. No deviations or abnormalities were identified at any stage of manufacturing, inspection, or testing. The detailed findings are provided in the attached supplier investigation report.

Event description:
It was stated that the intubation was without complications. A portex 7.0 was inserted, which leaked despite adequate cuff inflation. Clear bypass flow was heard during exhalation and there was a clear vte deficit on the machine. The cuff was intact. The tube was replaced, after which ventilation was without complications. Upon subsequent examination, the cuff was intact. The event occurred in hospital and the operator of the device was a health professional. There was patient involvement, but no injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.